Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a sibling that the customer got hospitalized due to low blood glucose at the end of (B)(6) 2018 with blood glucose of 6 mg/dl at the time of the incident. The customer had really bad diarrhoea at the time of the low incident. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the pump was not available at the time of the call. The customer also had other low and high events that led to emergency medical assistance. The insulin pump will be returned for analysis.